Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the sterile box. Hospital extended the c-ring and attempted to retract it into the harvest cannula and the c-ring would not return into the track of which it came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: device code: corrected from "mechanical issue 1384" to "material twisted/bent 2981." Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The cannula and hp2 device were returned to the factory for evaluation. Hp2 device was returned inside the cannula device. Signs of clinical usage and no evidence of blood were observed. The hp2 device was removed from the cannula for evaluation. A visual inspection was conducted on the cannula. Upon observation the metal wire, scope wash tubing and the c-ring remained attached to the cannula. The middle of the scope wash tubing was observed to be bent and transected beneath the c-ring. The c-ring was not transected and the metal wire was observed to be intact. There were no missing components observed on the c-ring. No other failures were observed. A visual inspection was conducted on the hp2. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the tip and base. The silicone insulation was observed to be intact. No other visual failures were observed. Based on the returned condition of the devices, the reported failure mode "material twisted/bent; c-ring bent and scope wash tubing bent/detached" and analyzed failure modes "break; scope wash tubing" and "material twisted/bent; wire" were confirmed. The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the sterile box. Hospital extended the c-ring and attempted to retract it into the harvest cannula and the c-ring would not return into the track of which it came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.